Event description:
The customer returned the autoclavable camera head to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had water leak in the camera unit and scope communication error code e228. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error e228 was traced to lost watertightness in cable unit, and water leakage in camera unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.